Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 28th september, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated the connection between fork and spring arm was loose, resulting in grinding on the device. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On 26th september, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated the connection between fork and spring arm was loose, resulting in grinding on the device. The issue was also confirmed by photographic and video evidence. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated the connection between fork and spring arm was loose, resulting in grinding on the device. The issue was also confirmed by photographic and video evidence. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the information provided by the getinge technician, the 3-pole wiring was replaced, the surgical light was tested and handed back to the customer¿s usage. It was established that when the event occurred, the surgical light did not meet its specification due to loosened connection between fork and spring arm, leading to grinding, which contributed to the event. The device was not being used for a patient¿s treatment upon the event occurrence. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the investigated issue is very low. According to the subject matter expert at the manufacturing site, it was concluded that the gap between fork and spring arm was created because of screws loosening. The grinding is the result of this loosening. It has been proved at maquet sas that the threadlock was well applied on the screws during manufacturing as instructed in the process assembly document. Besides, it has been verified as well that this shaft was not loosened when the lighthead left the factory or at least the probability is very low. Indeed, after assembly the fork is handled by several operators who would have noticed such a default. Therefore, the most probable root cause is that the shaft was removed for maintenance reason on site and then re-assembled incorrectly (screws not enough tightened). So far, it remains an isolated case on this range of lights (powerled ii). Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of b5 describe event or problem field deems required due to the correction of aware date. This is based on the internal evaluation. Previous b5 describe event or problem: on 28th september, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated the connection between fork and spring arm was loose, resulting in grinding on the device. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 26th september, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled ii. As it was stated the connection between fork and spring arm was loose, resulting in grinding on the device. The issue was also confirmed by photographic and video evidence. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. The correction of b3 date of event field deems required. This is based on the internal evaluation. Previous b3 date of event: 09/28/2022. Corrected b3 date of event: 09/26/2022.